Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The displacement test could not be performed due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 430 mg/dl. Customer's current blood glucose level is 170 mg/dl. Customer was rewinding to change his set because he ran out. Customer treated manually by pressing on the plunger with a pen. Customer went through a body scanner/x-ray about a month ago. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are unable to complete the rewind sequence. Customer clarified that when he tries rewind, the piston does not move. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. Customer was advised to return the pump with the battery and to zero out the basal rates. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).